Event description:
The device was used during a thoraco-bullectomy procedure. Reportedly, the staples did not form properly and upon removal through the trocar, tissue was torn and attached to the jaws of the device. The hosp has reported no pt injury occurred.